Event description:
Litigation papers allege aches and pain in her left hip and groin, an audible clicking in her left hip area, pain in her left hip when walking, stiffness and difficulty with activities of daily living, and elevated levels of chromium and cobalt by blood tests dated (B)(6) 2010 and (B)(6) 2011.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege aches and pain in her left hip and groin, an audible clicking in her left hip area, pain in her left hip when walking, stiffness and difficulty with activities of daily living, and elevated levels of chromium and cobalt by blood tests dated (B)(6) 2010 and (B)(6) 2011. Update - (B)(6) 2011 the sales rep reported the revision surgery. The patient was revised due to pain. Update: (B)(6) 2011 - plaintiffs preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.